Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus, however the food eaten had more carbohydrates than the value entered into the bolus menu. Blood glucose was 257 mg/dl.